Event description:
It was reported that the right ventricular lead exhibited oversensing. No patient symptoms were reported. The lead was capped and replaced during a device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.